Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion posterior fixation at l3 / l4 with the bumper at l2 / l3. Two year post-op xrays revealed a broken rod. Reportedly fusion did not occur. The patient underwent revision surgery for pseudoarthrosis at l2 / l3. A second broken rod was discovered during revision surgery. The broken rods were removed. The surgeon performed a direct lateral interbody fusion (dlif) with plate and vertebral body spacer. The surgeon implanted a competitor stabilization product.

Manufacturer narrative:
Imaging films were not provided. The product was not returned for evaluation. The part number was not provided, therefore, the manufacturer is unable to determine the specific correction / removal number.